Manufacturer narrative:
The reported event, excessive vibration and then no power, was confirmed. During the inspection an electrical manufacturing engineer was unable to observe the original reported event regarding shocking. The engineer did find that the power switch failed, causing the device to run poorly. The inspection found other components. Device was repaired and returned to customer.

Event description:
It was reported that the cast cutter was vibrating during use at user facility and it shocked user's hand. The procedure was completed successfully using back-up equipment. There was no delay and no medical intervention was reported with this event.

Event description:
It was reported that the cast cutter was vibrating during use at user facility and it shocked user's hand. The procedure was completed successfully using back-up equipment. There was no delay and no medical intervention was reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.